Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation

Event description:
The customer stated that the touch screen on this unit is not working and there is a liquid patch on the bottom right side of the front panel. There was no patient involvement at the time of the incident.